Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 420 mg/dl at the time of incident and the current blood glucose level was 393 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer stated symptoms such as difficulty in breathing related to high blood glucose event. Customer stated that the insulin pump was not alleging under delivery. Customer experienced other blood glucose values such as 440 mg/dl. The insulin pump will not be returned for analysis.